Event description:
It was initially reported to boston scientific corporation that a radial jaw 3 pulmonary single-use biopsy forceps was used during a bronchoscopy procedure performed on (B)(6), 2009. According to the complainant, during the procedure, the forceps was not operating properly. The operator pulled the forceps back to the tip of the scope, at which point it could be seen that the shaft was bent/kinked about 2 - 2.5 inches back from the jaws. The forceps and the scope were removed from the patient in tandem and then the forceps was cut to be removed from the scope. The procedure was completed with another radial jaw 3 pulmonary single-use biopsy forceps device. It was reported that the device was pre-tested prior to insertion into the patient, and no abnormalities were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. This event has been deemed a reportable event based on the investigation results; pull wire bent.

Manufacturer narrative:
A visual examination of the returned device did not confirm the reported condition since the device was cut and no evidence of a kinked shaft was found. However during evaluation it was determined that one of the pull wires was bent. Functional testing could not be performed due to returned condition of the sample. The condition of the returned incident device was not consistent with the complaint; shaft kinked. However, further device evaluation determined that one of the pull wires was bent. The most probable root cause for this condition is user/use error and could have occurred as a result of the shaft being cut by the device operator. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4)